Event description:
It was reported that prior to start of a da vinci assisted surgical procedure, the universal surgical manipulator (usm1) on patient side cart (psc) was faulting with error 32056. Prior to calling in, customer had already power cycled and performed emergency power off (epo) on psc with no change. An intuitive surgical inc., (isi) technical support engineer (tse) noted errors in system logs pointing to axes controller arm (aca) of usm1. Customer opted to perform the procedure laparoscopically as they did not want to use system with three usms. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Based on the field evaluation, the reported event was reproducible. Fse replaced the universal surgical manipulator (usm) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode where it triggered a 32056 error. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed test usm agc current with a 32056 error. A golden yaw searchlight flat flex cable (ffc) was installed, and unit passed usm agc current on retry. Unit passed all other required tests thereafter. As a fix, the yaw searchlight assembly and ffc will be replaced.